Event description:
Procedure: low anterior resection. According to the reporter: after firing, a surgeon found difficulty in releasing the instrument from the patient cavity. An incomplete donut was confirmed. Half of the stapling line on the right side was incomplete. For recovery, additional tissue was resected and a new device was used. There was no extension in operating time of more than 30 minutes. There was unanticipated tissue loss. There was unanticipated tissue damage. There was intraoperative bleeding.

Manufacturer narrative:
(B)(4).